Manufacturer narrative:
Investigation: visual inspection scratches on the outer housing of the valve were observed through the visual inspection. No significant deformations or damage were detected. Permeability test a permeability test has indicated that the valve has a blockage. Adjustment test this is a fixed pressure valve. An adjustment test is not applicable. Braking force and brake function test this is a fixed pressure valve. A braking force and brake function test is not applicable. Computer controlled test to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the vertical positions. Because the valve is not permeable, a computer controlled test is not possible. Results first we performed a visual inspection of the shunt assistant. No significant deformations or damage of the valve were detected during the visual inspection. Next we tested the permeability of the valve. The valve was shown to have a blockage. Then we carried out a computer controlled simulated flow test. Due to the non-permeability of the valve, a computer controlled test was not possible to further investigate the claim of over-drainage. Finally, we have dismantled the valve. Inside the valve we have found slightly build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of over-drainage. At the time of our investigation, the valve was shown to be not permeable, likely due to the visible deposits observed inside the valve. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the valve was over draining. The reporter indicated that a 6 month 22 day post operative valve is over draining. Additional details of the event have not been provided. Associated medwatch: 3004721439-2019-00226.